Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), swelling ("swelling"), loss of libido ("loss of libido"), bacterial vaginosis ("recurrent bacterial vaginosis"), pruritus ("itching"), candida infection ("recurrent candidiasis"), headache ("headaches"), constipation ("constipation") and abdominal discomfort ("intestinal issues"). The patient was treated with surgery (essure removal via bilateral laparoscopic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, swelling, loss of libido, bacterial vaginosis, pruritus, candida infection, headache, constipation and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, bacterial vaginosis, candida infection, constipation, headache, loss of libido, menorrhagia, pelvic pain, pruritus and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), swelling ("swelling"), loss of libido ("loss of libido"), bacterial vaginosis ("recurrent bacterial vaginosis"), pruritus ("itching"), candida infection ("recurrent candidiasis"), headache ("headaches"), constipation ("constipation") and abdominal discomfort ("intestinal issues"). The patient was treated with surgery (essure removal via bilateral laparoscopic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, swelling, loss of libido, bacterial vaginosis, pruritus, candida infection, headache, constipation and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, bacterial vaginosis, candida infection, constipation, headache, loss of libido, menorrhagia, pelvic pain, pruritus and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.